Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer did not receive a low battery alert prior to the off no power alert. The customer¿s blood glucose was 330 mg/dl at the time of incident. Customer stated that the battery cap was not loose, cracked or damaged. Customer stated that the battery was not previously used. Customer also reported that the insulin pump was dropped and had a slight mark on it by the bolus button at bottom of screen which is a scuff mark and does not prevent him from reading the screen. The insulin pump will not be returned for analysis.